Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 234 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.